Manufacturer narrative:
As reported, the 5 x 4 80cm powerflex extreme could not inflate upon initial use due to the leakage that was noted coming from the balloon. There was no reported patient injury. The intended procedure was a/v fistulogram. The lesion was not calcified and was not a chronic total occlusion (cto). The procedure was completed using another balloon. The product was stored as per labeling and was opened in sterile field. There were no visible signs of device/package damage prior to use. There was no difficulty removing the product from the hoop, removing the protective balloon cover, the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device was prepped normally (i.e. Maintain negative pressure). The contrast media was non-cordis. The contrast to saline ratio was 50/50. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel or crossing the lesion. The catheter was never in an acute bend. The plunger was depressed into the syringe/indeflator when trying to inflate. The product was removed intact (in one piece) from the patient. The product was not returned for analysis as it was discarded. A product history record (phr) review of lot 82179274 revealed no anomalies or non-conformance's during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon leakage during positive pressure¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics and procedural factors may have contributed to the reported event. Arteriovenous fistulas are often scarred and fibrous in nature and often resistant to balloon expansion increasing the likelihood of damage to the balloon. However, without return of the product for analysis it is difficult to draw a clinical conclusion between the device and the reported event. According to the instructions for use, which is not intended as a mitigation of risk, ¿prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Consider the use of systemic heparinization. Flush all devices entering the vascular system with sterile heparinized saline or similar isotonic solution. Flush the ¿thru¿ lumen with sterile heparinized saline or a similar isotonic solution. Carefully advance the catheter through a sheath or through the percutaneous entry site. Note: gentle counterclockwise rotation of the balloon may ease introduction through the sheath or percutaneous entry site. Caution: if strong resistance is met during advancement or withdrawal of the catheter, discontinue movement and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the entire system.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, the 5 x 4 80cm powerflex extreme could not inflate upon initial use because of the leakage that was noted to be coming from the balloon. The procedure was completed using another balloon. There was no reported patient injury. The product was stored as per labeling and was opened in sterile field. The intended procedure was a/v fistulogram. The lesion was not calcified and was not a chronic total occlusion (cto). There were no visible signs of device/package damage prior to use. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device was prepped normally (i.e. Maintain negative pressure). The contrast media was non-cordis. The contrast to saline ratio was 50/50. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. There was no resistance/friction while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel. There was no difficulty crossing the lesion. The catheter was never in an acute bend. The plunger was depressed into the syringe/indeflator when trying to inflate. The product was removed intact (in one piece) from the patient. The device will not be returned for evaluation as it was discarded.